Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance of greater than 3000 ohms. A replacement procedure is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the impedance trend on the rv (right ventricular) pacing lead was rising. The analyst noted there was one ventricular short interval counts (sic) and 111 cumulative sic's; with high rate non-sustained episodes with evidence of lead noise oversensing. The rv pacing impedance rose from a trend of 400-500 ohms to 817 ohms. (B)(4).